Event description:
It was reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a unilateral revision on (B)(6) 2013, due to dislocation from cup malpositioning. Surgeon noted the implant was not at fault. The acetabular cup and poly liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: lot number - 795290, expiration date - 3/31/2018, manufacture date ¿ 3/9/2013. Or the part/lot information could be: lot number - 672040, expiration date - 1/31/2017, manufacture date ¿ 2/1/2012.